Manufacturer narrative:
As per follow up, livanova was informed the sensors were giving false bubble alarms. This is likely due to the black plastic disk falling out of the sensor latch or cover. In case of bubble sensor triggering false bubble alarms, the pump is stopped by the bubble alarm even if no air is present in the monitored line. In such situations, the alarm can always be cleared/overridden by user, once the line is verified to be free of air, and the perfusion can be easily restarted. Thus, it is unlikely that a false bubble alarm will result in an interruption of cardiopulmonary bypass for longer than 3 minutes. Moreover, as per device instruction for use, the bubble sensor function is required to be checked before each operation, to prevent failures from occurring during a procedure. Therefore, any failure of bubble sensor resulting in oversensing is not likely to result in death or serious injury and is assessed as non-reportable malfunction. No other action is deemed necessary. The risk is in the acceptable region. Livanova maintains and documents periodic customer events monitoring process to evaluate actions for products improvement. Livanova will keep monitoring the market.

Event description:
See initial report.

Manufacturer narrative:
H11: livanova initiated an investigation. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report.

Event description:
Livanova received a report about a 3/8 bubble sensor malfunctioning. There is no report of patient impact.